Event description:
Caller reported a cgm error related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer received guidance from technical support on performing a pump reset, successfully followed the instructions, and the cgm error did not reoccur, allowing them to start their sensor session without further issues.